Event description:
Starting in (B)(6) and still continuing, I have been dealing with pelvic pain, fatigue, nausea, and malaise. I have a very weak immune system. I also have signs of an allergic reaction, including hives and rashes. I have been diagnosed with celiac, with no family history. (B)(4).